Event description:
It was reported that during a da vinci sacrocolpopexy procedure, it was observed that the wires on the prograsp forceps instrument were loose. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip cables is derailed at the distal clevis, giving the cable the appearance of being loose when pitched. The other cables at wrist do not display any damage. Failure analysis investigation also that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage is found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.